Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. The 31mm farawave catheter was prepared according to the instructions for use (IFU) by the scrub technician, and the deployment mechanism was tested. The farawave catheter was then inserted into the faradrive sheath to begin the procedure. Upon deploying the basket in the left superior pulmonary vein (lspv), an inverted spline was observed. The physician was informed and attempted to recover the spline within the sheath, but this was unsuccessful. The catheter was removed from the body, the spline was manually corrected, and the deployment was exercised outside the body. The catheter was reinserted, and pulse field ablation applications in the lspv were successfully completed. While navigating in the flower configuration, the scrub technician noted significant resistance when retracting and advancing the guidewire. Instructions were given to advance the wire only and to stop if resistance was felt. The physician continued to navigate towards the left inferior pulmonary vein (lipv), but the guidewire became stuck. It was then decided that the catheter and guidewire needed to be removed and replaced. Upon removal, a piece of material was observed on the guidewire near the nose of the device. It was questioned whether this material was tissue, and upon closer inspection, it appeared fleshy. The guidewire continued to exhibit severe resistance and was difficult to deploy. The catheter and guidewire were replaced with new ones to complete the procedure. No further complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure. Based on the product analysis the ar code guidewire stuck/spline inversion/difficult to advance and difficult to deploy was unable to confirmed.

Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. The 31mm farawave catheter was prepared according to the instructions for use (IFU) by the scrub technician, and the deployment mechanism was tested. The farawave catheter was then inserted into the faradrive sheath to begin the procedure. Upon deploying the basket in the left superior pulmonary vein (lspv), an inverted spline was observed. The physician was informed and attempted to recover the spline within the sheath, but this was unsuccessful. The catheter was removed from the body, the spline was manually corrected, and the deployment was exercised outside the body. The catheter was reinserted, and pulse field ablation applications in the lspv were successfully completed. While navigating in the flower configuration, the scrub technician noted significant resistance when retracting and advancing the guidewire. Instructions were given to advance the wire only and to stop if resistance was felt. The physician continued to navigate towards the left inferior pulmonary vein (lipv), but the guidewire became stuck. It was then decided that the catheter and guidewire needed to be removed and replaced. Upon removal, a piece of material was observed on the guidewire near the nose of the device. It was questioned whether this material was tissue, and upon closer inspection, it appeared fleshy. The guidewire continued to exhibit severe resistance and was difficult to deploy. The catheter and guidewire were replaced with new ones to complete the procedure. No further complications were reported. The device is expected to be returned for analysis.